Event description:
It was reported to boston scientific corporation that a obtryx ii was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; diff bowel; rec incont; aggrav incont; damage; psych; nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: otc pain medication for the treatment of: back and pelvic pain and leg. Treatment duration: 2-5 yrs. On (B)(6) 2018 the patient commenced psychological medication: various (anti-anxiety) for the treatment of: anxiety. Treatment duration: 2-3 months at a time. On (B)(6) 2020 the patient commenced other (please specify) for the treatment of: anxiety. Treatment duration: 3 days. On (B)(6) 2018 the patient commenced incontinence medication: incontinence pads for the treatment of: mixed ui. Treatment duration: 2-5 yrs.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06572.

Event description:
It was reported to boston scientific corporation that a obtryx ii was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; diff bowel; rec incont; aggrav incont; damage; psych; nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: otc pain medication for the treatment of: back and pelvic pain and leg. Treatment duration: 2-5 yrs. On (B)(6) 2018 the patient commenced psychological medication: various (anti-anxiety) for the treatment of: anxiety. Treatment duration: 2-3 months at a time. On (B)(6) 2020 the patient commenced other (please specify) for the treatment of: anxiety. Treatment duration: 3 days. On (B)(6) 2018 the patient commenced incontinence medication: incontinence pads for the treatment of: mixed ui. Treatment duration: 2-5 yrs.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.